Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, there is no report of device malfunction which could have lead to incomplete dialysis treatments and fluid overload. This pt has a history of low ultrafiltration, which is dependent on dialysis prescription and ability of the pt to achieve the adequate ultrafiltration.

Event description:
A pd nurse called fresenius technical support and reported a pt was hospitalized within the last month due to fluid overload. Per the nurse, the pt had over 20 lbs of fluid removed while in the hospital.